Manufacturer narrative:
Evaluation: results: as received, the lead body was severely kinked and had all wires broken approximately 15 cm from the paddle. In addition, the device was observed to have a stimulation electrode separated from the paddle. No product testing was conducted with respect to the allegation of lead migration. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received an scs system including a surgical lead on (B)(6) 2010. It was reported that the patient's lead had migrated. The patient denies experiencing any falls or trauma which may have contributed to this event. Surgical intervention was undertaken to address this issue. Impedance measurements taken during the procedure revealed invalid impedance readings for several lead contacts. As such, the patient's lead was replaced. The explanted device was reportedly kinked with one of the contacts loose. Effective stimulation was recaptured for the patient following the procedure. No further issues were reported.